Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No alarms during test. No unlock connector noted. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a program anomaly alarm and a motor error alarm. Customer's blood glucose was unknown. Customer also reported their keypad was unresponsive to clear the alarm. The customer also reported the insulin pump became unresponsive. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.